Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. Moisture damage was also identified on the motor. The blank display prevented functional testing, which includes: self test, rewind test, displacement test, and verification of a low battery alarm. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
It was reported via phone call that their insulin pump kept turning off and had to replace the battery frequently. It was also stated there was a broken piece at the reservoir compartment. The customer¿s blood glucose level was 411 mg/dl at the time of the incident, came down to 312 mg/dl and 175 mg/dl after the correction. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.